Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Per visual inspection, no damage was found on the components, no contamination, no failure mode conditions were observed, the sample meets all the specifications. The cuff and pilot balloon of the sample could be inflated without losing air. The complaint is not confirmed. No root cause could be determined since the complaint was not confirmed due sample provided does not shows failure mode reported, however current process mitigation related to failure mode reported were referred. No corrective actions are required since the complaint for the physical sample provided was not confirmed. No problems or issues were identified during this device history record review.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line classic malfunctioned. During the use of the product, the customer put air in the cuff, but it was unable to be inflated. No patient injury